Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was 192 mg/dl at the time of incident. Customer is inserting the sensor correctly and the site is changed every 2 to 3 days per guidelines. Customer indicated that they have tried three to four infusion sets and have changed the reservoir. During troubleshooting it was found that the cannulas have been bent. Customer was advised to monitor the pump and that the reservoirs would be replaced and agreed to return the product for analysis.